Event description:
The alleged event took place on (B)(4) 2010, in (B)(4). The alleged event is described as the following: "after three hours of using the unit, it was reported that it stopped providing oxygen while being used on a pt in the pt's home. Following, the pt's condition deteriorated and they were immediately admitted to the hosp because of hypoxemia. The pt has fully recovered."

Manufacturer narrative:
The subject unit was returned to covidien (B)(4), and the results from their inspection were given on (B)(4) 2010. The subject unit passed valve, leak regulator, pressure, and flow tests. It was determined that the subject unit was fully functional.